Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (2.0 mg/ml at 1.1517 mg/day) and bupivacaine (30.0 mg/ml at 17.276 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported a low reservoir alarm occurred on (B)(6) 2016 at 09:53 and an empty reservoir alarm occurred on (B)(6) 2016 -14 at 21:28. It was later reported a pump refill appointment was not scheduled for the patient and her reservoir did become empty. When the pump was refilled, she reported controlled pain. No further complications were anticipated/reported.